Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 and 4.2 failed and the entire drawer 4 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that obstructing material behind and between hh drawers 4.1 and 4.2 had prevented bus detection. A field service engineer removed the obstruction, reseated all bus wire connections, reassembled the device, and rebooted it into both diagnostics and es applications, confirming that all pockets passed with no failure messages. The system functioned as intended after the field service engineer repaired the device.